Event description:
After implantation of the subject ICD on (B)(6) 2016, it was reportedly observed that when an atrial threshold test is running, it is written "rv lead" above the saved value in the results panel of the programmer screen.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
After implantation of the subject ICD on (B)(6) 2016, it was reportedly observed that when an atrial threshold test is running, it is written "rv lead" above the saved value in the results panel of the programmer screen.

Manufacturer narrative:
Preliminary analysis results showed that the reported behavior is only a display issue on the programmer screen and has no impact on programmer/ICD operations.

Event description:
After implantation of the subject ICD on (B)(6) 2016, it was reportedly observed that when an atrial threshold test is running, it is written "rv lead" above the saved value in the results panel of the programmer screen.